Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a power issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the issue with the meter not powering on began on (B)(6) 2011, at 10 pm. She informed the cca that she manages her diabetes with glucophage and lantus, and due to alleged issue with the subject meter, denied making any changes to her regular diabetes treatment. The patient claimed that "12 hours later", after the issue started with the subject meter, she felt sweaty and shaky. She denied receiving any treatment due to her symptoms. During the initial call with cca, the patient stated no known misuse of the subject meter. Thru exploring the cca noted that the patient was using the incorrect one touch select strips. The alleged issue was resolved with training of correct type of strips. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.